Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 582 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 223 mg/dl. Customer blood glucose reading at the time of the incident was 582 mg/dl. Customer high blood glucose reading stared on (B)(6) 2017. Customer was vomiting. Customer reported they have contacted their healthcare provider regarding the high blood glucose reading. Customer treated their high blood glucose with syringes of long and short acting. Customer drive support was normal. Customer did not mention if there was air bubbles or leaks. Customer stated the cannula was not bent. Customer stated the cannula was last changed on (B)(6) 2017. Customer did mention the insulin pump setting correct. Customer did not perform high pressure test. Insulin pump will not be returning for analysis.